Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll sp125 contained foreign matter. Complaint via email. Multiple units from the same lot for each of the above materials were assessed and particles were identified in each of inspected units as detailed below: 1. Part# 14-829-45/309646; lot# 5112794 - 2 units with particles found (as described below): black particulates, loose, gets stuck easily, small round. White particulate, loose. Please confirm whether the issues described as ¿gets stuck easily,¿ ¿loose,¿ and ¿small round¿ pertain to foreign matter, or if they indicate a different concern, such as difficult plunger movement or a small syringe size. These describe the nature of the foreign matter in each of the cases. Kindly explain what is mean by irregular issue. - indicates that this is non-uniform and asymmetric. Any sample available for investigation? If yes, please provide the address of the facility where the sample is available so we can send the return shipping label. Yes, the units from each lot with identified particles have been blocked and are stored in the reject cage for return to the supplier/manufacturer for further investigation, as listed below: supplier lot# 5112794: 10 ea blocked for return, supplier lot# 5183158: 36 ea blocked for return, supplier lot# 4261489: 15 ea blocked for return, supplier lot# 5212984: 32 ea blocked for return.